Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl had a damaged bezel assembly and a system error. There was no patient involvement.